Event description:
It was reported that the zimmer dermatome automatically switched off. Additional clinical follow-up with the hospital indicated that the reported event was noted during procedure set-up. An alternate unit was used for the planned procedure. There was no report of harm, injury, delay, increased surgical time, or medical/surgical intervention.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 12/14/2011 and has no repair history at zimmer surgical. The inspection found that the device was outside calibration specifications at the zero thickness setting on the left and right side. The unit was also outside calibration specifications on the left side at the 0.01 and 0.02 thickness settings. The unit was also outside of the side to side specifications at zero, 0.01 and 0.02 thickness settings. The motor would not run. Post repair testing noted that there was corrosion on the outside of the motor casing. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer electric dermatome should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.